Event description:
This case was initially received via regulatory authority (reference number: mw5076954) on 15-may-2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of device dislocation ("other coil migrated into left ovary and was sticking out"), device expulsion ("one coil migrated into uterus") and ovarian perforation ("other coil migrated into left ovary and was sticking out") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included clonazepam and rizatriptan (maxalt). On (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced bacterial vaginosis ("bacterial vaginosis (bv)"), vulvovaginal mycotic infection ("yeast infection"), arthralgia ("body joint pain"), arthritis ("joint inflammation"), alopecia ("hair loss"), cyst ("cysts"), sinus disorder ("sinus issue"), migraine ("migraines"), disturbance in attention ("loss of concentration"), weight increased ("weight gain"), memory impairment ("forgetfulness"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection") and menstrual disorder ("bad menstrual's"). On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required) and ovarian perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy), surgery (hysterectomy) and surgery (hysterectomy). Essure was removed on (B)(6)2018. At the time of the report, the device dislocation, device expulsion and ovarian perforation outcome was unknown and the bacterial vaginosis, vulvovaginal mycotic infection, arthralgia, arthritis, alopecia, cyst, sinus disorder, migraine, disturbance in attention, weight increased, memory impairment, urinary tract infection, cystitis and menstrual disorder was resolving. The reporter considered alopecia, arthralgia, arthritis, bacterial vaginosis, cyst, cystitis, device dislocation, device expulsion, disturbance in attention, memory impairment, menstrual disorder, migraine, ovarian perforation, sinus disorder, urinary tract infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: concomitant medical - multi vitamins. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (reference number: mw5076954) on 15-may-2018. The most recent information was received on 30-oct-2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of device dislocation ("other coil migrated into left ovary and was sticking out"), device expulsion ("one coil migrated into uterus") and ovarian perforation ("other coil migrated into left ovary and was sticking out") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included clonazepam and rizatriptan (maxalt). On (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced bacterial vaginosis ("bacterial vaginosis (bv)"), vulvovaginal mycotic infection ("yeast infection"), arthralgia ("body joint pain"), arthritis ("joint inflammation"), alopecia ("hair loss"), cyst ("cysts"), sinus disorder ("sinus issue"), migraine ("migraines"), disturbance in attention ("loss of concentration"), weight increased ("weight gain"), memory impairment ("forgetfulness"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection") and menstrual disorder ("bad menstruals"). On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required) and ovarian perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy), surgery (hysterectomy) and surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, device expulsion and ovarian perforation outcome was unknown and the bacterial vaginosis, vulvovaginal mycotic infection, arthralgia, arthritis, alopecia, cyst, sinus disorder, migraine, disturbance in attention, weight increased, memory impairment, urinary tract infection, cystitis and menstrual disorder was resolving. The reporter considered alopecia, arthralgia, arthritis, bacterial vaginosis, cyst, cystitis, device dislocation, device expulsion, disturbance in attention, memory impairment, menstrual disorder, migraine, ovarian perforation, sinus disorder, urinary tract infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: concomitant medical - multi vitamins. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-oct-2018: quality safety evaluation of ptc(product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('one coil migrated into uterus/right coil protruded into uterus/perforation (uterus)/ right coil had moved into the uterus') and ovarian perforation ('other coil migrated into left ovary and was sticking out/left coil protruded into left ovary') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "left ovary coil was sticking out and twisted". The patient's previously administered products included for birth control: oral contraceptive from 2007 to 2008. Concurrent conditions included hypoglycemia and body mass index normal. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2011 for birth control as well as clonazepam, clonazepam (klonopin) since 2015, fluoxetine hydrochloride (prozac) from 2012 to 2016 and rizatriptan benzoate (maxalt). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced urinary tract infection ("urinary tract infection/infection (bladder/urinary tract/vaginal) type: bladder/urinary") and cystitis ("bladder infection/infection (bladder/urinary tract/vaginal) type: bladder/urinary"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) off and on after placement"). In (B)(6) 2011, the patient experienced bacterial vaginosis ("bacterial vaginosis (bv)/bv infections after placement"), vulvovaginal mycotic infection ("yeast infection") and vaginal discharge ("vaginal discharge began having several yeast infections and bv infections after placement"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal) on a regular basis") and menorrhagia ("abnormal bleeding (menorrhagia) on a regular basis"). In (B)(6) 2012, the patient experienced migraine ("migraines/migraines/neurological conditions or problems type: migraines / headaches/sinus issue/head sinus migraines/painful sinus migraines") and nausea ("nausea, more nausea after placement"). In (B)(6) 2013, the patient experienced fatigue ("fatigue major fatigue a few years after placement and progressed"). In (B)(6) 2014, the patient experienced urticaria ("hives") and blister ("bumps"). In (B)(6) 2014, the patient experienced disturbance in attention ("loss of concentration/hard to concentrate"), feeling abnormal ("neurological conditions or problems type: brain fog,") and dizziness ("neurological conditions or problems type: dizzy spells") and was found to have weight increased ("weight gain"). In 2014, the patient experienced arthralgia ("body joint pain"), arthritis ("joint inflammation"), alopecia ("hair loss/hair loss began losing hair a few years after placement"), cyst ("cysts"), sinus headache ("sinus issue/head sinus migraines/painful sinus migraines"), memory impairment ("forgetfulness"), menstrual disorder ("bad menstrual's"), tooth disorder ("teeth deterioration") and tooth fracture ("crack teeth, fillings etc"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/bad cramping and during menstrual cycle after placement"), abdominal pain lower ("lower left abdominal pain"), uterine pain ("lower pain in the entire uterus area") and pain ("body aches and pains all over"). In (B)(6) 2015, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/pain off and on after placement about 2-3 years/ pain on both sides and many symptoms"), irritability ("hormonal changes describe: irritability"), cyst rupture ("ruptured cyst") and adnexa uteri pain ("pain ovary area"). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, ovarian perforation, pelvic pain, irritability, mood swings, vaginal haemorrhage, menorrhagia, urticaria, blister, dizziness, nausea, tooth disorder, tooth fracture, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain lower, uterine pain, pain, cyst rupture and adnexa uteri pain outcome was unknown and the bacterial vaginosis, vulvovaginal mycotic infection, arthralgia, arthritis, alopecia, cyst, sinus headache, migraine, disturbance in attention, weight increased, memory impairment, urinary tract infection, cystitis, menstrual disorder, feeling abnormal and fatigue was resolving. The reporter considered abdominal pain lower, adnexa uteri pain, alopecia, arthralgia, arthritis, bacterial vaginosis, blister, cyst, cyst rupture, cystitis, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, irritability, memory impairment, menorrhagia, menstrual disorder, migraine, mood swings, nausea, ovarian perforation, pain, pelvic pain, sinus headache, tooth disorder, tooth fracture, urinary tract infection, urticaria, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 151lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion (date of communication-(B)(6) 2011). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 8-aug-2019: pfs received- new events irritability, mood swings, abnormal bleeding (vaginal, menorrhagia), hives, bumps, brain fog, dizzy spells, nausea, teeth deterioration, crack teeth, fillings etc, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, hair loss, lower left abdominal pain, lower pain in the entire uterus area, body aches and pains all over, ruptured cyst, pain ovary area, left ovary coil was sticking out and twisted were added. Event verbatim was updated as one coil migrated into uterus/right coil protruded into uterus/perforation (uterus)/ right coil had moved into the uterus and event pt updated from device expulsion to uterine perforation. Event pt update from sinus disorder to sinus headache. Product indication were added, implant date was updated. Patient¿s demographic details, concomitant drugs, lab data and medical history were added. New reporters were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5076954) on (B)(6)2018. The most recent information was received on (B)(6)2018. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("other coil migrated into left ovary and was sticking out"), device expulsion ("one coil migrated into uterus") and ovarian perforation ("other coil migrated into left ovary and was sticking out") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included clonazepam and rizatriptan benzoate (maxalt). On (B)(6)2010, the patient had essure inserted. In 2014, the patient experienced bacterial vaginosis ("bacterial vaginosis (bv)"), vulvovaginal mycotic infection ("yeast infection"), arthralgia ("body joint pain"), arthritis ("joint inflammation"), alopecia ("hair loss"), cyst ("cysts"), sinus disorder ("sinus issue"), migraine ("migraines"), disturbance in attention ("loss of concentration"), memory impairment ("forgetfulness"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection") and menstrual disorder ("bad menstruals") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required) and ovarian perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and hysterectomy). Essure was removed on (B)(6)2018. At the time of the report, the device dislocation, device expulsion and ovarian perforation outcome was unknown and the bacterial vaginosis, vulvovaginal mycotic infection, arthralgia, arthritis, alopecia, cyst, sinus disorder, migraine, disturbance in attention, weight increased, memory impairment, urinary tract infection, cystitis and menstrual disorder was resolving. The reporter considered alopecia, arthralgia, arthritis, bacterial vaginosis, cyst, cystitis, device dislocation, device expulsion, disturbance in attention, memory impairment, menstrual disorder, migraine, ovarian perforation, sinus disorder, urinary tract infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: concomitant medical - multi vitamins. Discrepancy noted about insertion date ((B)(6)2010). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: summon received. Lawyer was added as reporter. Reporter information was updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5076954) on (B)(6) 2018. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('one coil migrated into uterus/right coil protruded into uterus/perforation (uterus)/ right coil had moved into the uterus') and ovarian perforation ('other coil migrated into left ovary and was sticking out/left coil protruded into left ovary') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "left ovary coil was sticking out and twisted". The patient's medical history included vaginitis and migraine. Previously administered products included for birth control: oral contraceptive from 2007 to 2008. Concurrent conditions included hypoglycemia and body mass index normal. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2011 to (B)(6) 2011 for birth control as well as clonazepam, clonazepam (klonopin) since 2015, fluoxetine hydrochloride (prozac) from 2012 to 2016, ibuprofen and rizatriptan benzoate (maxalt). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced urinary tract infection ("urinary tract infection/infection (bladder/urinary tract/vaginal) type: bladder/urinary") and cystitis ("bladder infection/infection (bladder/urinary tract/vaginal) type: bladder/urinary"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) off and on after placement"). In (B)(6) 2011, the patient experienced bacterial vaginosis ("bacterial vaginosis (bv)/bv infections after placement"), vulvovaginal mycotic infection ("yeast infection") and vaginal discharge ("vaginal discharge began having several yeast infections and bv infections after placement"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal) on a regular basis") and menorrhagia ("abnormal bleeding (menorrhagia) on a regular basis"). In (B)(6) 2012, the patient experienced migraine ("migraines/migraines/neurological conditions or problems type: migraines / headaches/sinus issue/head sinus migraines/painful sinus migraines") and nausea ("nausea, more nausea after placement"). In (B)(6) 2013, the patient experienced fatigue ("fatigue major fatigue a few years after placement and progressed"). In (B)(6) 2014, the patient experienced urticaria ("hives") and blister ("bumps"). In (B)(6) 2014, the patient experienced disturbance in attention ("loss of concentration/hard to concentrate /disturbance in attention"), feeling abnormal ("neurological conditions or problems type: brain fog / feeling like 5 months prego") and dizziness ("neurological conditions or problems type: dizzy spells") and was found to have weight increased ("weight gain"). In 2014, the patient experienced arthralgia ("body joint pain"), arthritis ("joint inflammation"), alopecia ("hair loss/hair loss began losing hair a few years after placement"), ovarian cyst ("left ovary which also had a cysts"), sinus headache ("sinus issue/head sinus migraines/painful sinus migraines"), memory impairment ("forgetfulness"), menstrual disorder ("bad menstruals"), tooth disorder ("teeth deterioration") and tooth fracture ("crack teeth, fillings etc"). In may 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/bad cramping and during menustral cycle after placement"), abdominal pain lower ("lower left abdominal pain"), uterine pain ("lower pain in the entire uterus area") and pain ("body aches and pains all over / body ache"). In (B)(6) 2015, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/pain off and on after placement about 2-3 years/ pain on both sides and many symptoms"), irritability ("hormonal changes describe: irritability"), cyst rupture ("ruptured cyst"), adnexa uteri pain ("pain ovary area"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problm"), musculoskeletal pain ("intense tension pain in my shoulder"), emotional distress ("emotional distress"), abdominal distension ("bloating") and inflammation ("inflammation"). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, ovarian perforation, mood swings, vaginal haemorrhage, menorrhagia, urticaria, blister, dizziness, nausea, tooth disorder, tooth fracture, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain lower, uterine pain, pain, cyst rupture, adnexa uteri pain, bladder disorder, urinary tract disorder, musculoskeletal pain, emotional distress and inflammation outcome was unknown and the pelvic pain, bacterial vaginosis, vulvovaginal mycotic infection, arthralgia, arthritis, alopecia, ovarian cyst, sinus headache, migraine, disturbance in attention, weight increased, memory impairment, urinary tract infection, cystitis, menstrual disorder, irritability, feeling abnormal, fatigue and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, alopecia, arthralgia, arthritis, bacterial vaginosis, bladder disorder, blister, cyst rupture, cystitis, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, emotional distress, fatigue, feeling abnormal, inflammation, irritability, memory impairment, menorrhagia, menstrual disorder, migraine, mood swings, musculoskeletal pain, nausea, ovarian cyst, ovarian perforation, pain, pelvic pain, sinus headache, tooth disorder, tooth fracture, urinary tract disorder, urinary tract infection, urticaria, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 151lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion (date of communication-(B)(6) 2011). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New events: shoulder pain, weight gain, emotional distress, bloating, inflammation were added. Outcome for events added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.